Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 2,075 joules. The device was not returned for eval.

Manufacturer narrative:
(B)(4). The device was received with a small portion at the distal tip of the tissue pad sliced off. However the remaining portion of the tissue pad is attached to the clamp arm. The device was tested with a generator and a test handpiece and was functional. The damage to the tissue pad may have been caused by a sharp object coming in contact with the distal tip of the tissue pad.

Event description:
It was reported that during an unknown procedure, the teflon pad fell off of device. The pad was retrieved and will be returned with device but it is unknown if it fell into the patient. No other information is available. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.